Event description:
Customer reported intermittent low blood glucose levels, suspected to be related to settings needing to be adjusted as customer is new to the pump, but could not be confirmed. The lowest recorded blood glucose level was 52.2 mg/dl, and the customer responded by consuming carbohydrates to address the low levels. It was advised to consult with a healthcare professional to discuss possible settings adjustments. Meanwhile, the customer opted to switch back to manual insulin delivery until further consultation could be made.